Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers which may have been involved. The information for each lot number is as follows: medical device lot #: 2007136. Medical device expiration date: 2025-06-30. Device manufacture date: 2021-01-28. Medical device lot #: 2008109. Medical device expiration date: 2025-07-31. Device manufacture date: 2020-12-31.

Event description:
It was reported that the protector p55 experienced leakage. The following information was provided by the initial reporter: we have seen a leakage in 2 p55 adapters in combination with taxol and mabthera. The label on the primary packaging material was heavily liquid-soaked and solution was also visible in the protective foil. Solution was detected. So far, we have batches 2007136 and 2008109 in stock. We have not yet been able to isolate the exact point of leakage. All adapters were positioned correctly. We have still kept the taxol sample. Of course, this means that there is also a microbiological risk.

Manufacturer narrative:
H6: investigation summary no photos or physicals samples that display the reported issue were provided for investigation. A device history review was performed for suspected lots 2007136 and 2008109, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the alleged defect. Three retained samples of each suspected lot were used for additional evaluation. The product was visually inspected and no damage or defects were observed. The protectors were connected to vials using the m12 assembly fixture and verified to be securely attached. Functional testing was completed using an injector and syringe with the protector according to the instructions for use, liquid inside the vial could move to the syringe and back without issue. The testing was repeated ten times, in all cases the product functioned as intended, no leakages between the protector and vial or through the membrane were observed. Product undergoes a series of testing during manufacturing to ensure the quality and functionality of the device, including leakage testing to ensure the quality of the membrane, results for both lots were reviewed and verified product met required specifications. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. It is important the protector is completely vertical when attaching to the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the protector p55 experienced leakage. The following information was provided by the initial reporter: we have seen a leakage in 2 p55 adapters in combination with taxol and mabthera. The label on the primary packaging material was heavily liquid-soaked and solution was also visible in the protective foil. Solution was detected. So far, we have batches 2007136 and 2008109 in stock. We have not yet been able to isolate the exact point of leakage. All adapters were positioned correctly. We have still kept the taxol sample. Of course, this means that there is also a microbiological risk.